Manufacturer narrative:
Initial reporter information was listed incorrectly on the initial report. Initial reporter occupation was inadvertently omitted on the initial report. MFR information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report. Device manufacture date was inadvertently omitted on the initial report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent an implant procedure on (B)(6) 2015. The procedure was completed without complication. Following the procedure, the patient experienced a minor episode of hemoptysis. The issue was spontaneously resolved within 20 minutes.